Event description:
Event description guidant received information that this recently implanted transvenous lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited increased pacing impedance and pacing thresholds.